Manufacturer narrative:
B3 event date is unknown, see b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they need to meet with a manufacturer representative (rep) to have their stimulator readjusted. Patient mentioned they don't know how to get in touch with a rep but need to so that they can better utilize the therapy. When asked for an event date; patient mentioned they fell and broke some vertebrae in their back and had to have surgery and are sure it did something to their stimulator settings. Patient followed up saying that they fell on april 1st and then had surgery after that and still are wearing a back brace and hope to get it off tomorrow. Agent reviewed role of rep with patient. Agent offered and sent an email to the field. Rep responded to e-mail stating the patient had been contacted.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they met with the patient (pt) on 7/10. There was no damage or problems with the stimulator and the pt just wanted to make sure no damage was done to the stimulator. Rep reported lead connectivity and impedance checks were all green and clear of any issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.